Event description:
It was reported during the implant procedure that the lead, after being repositioned had high impedance (>1500 ohms) and resistance (>2.0 v). On fluoro the helix did not appear to be working correctly, the lead was removed and the physician found the helix to not be working correctly. Another lead was utilized for the procedure. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.